Event description:
The doctor saw the pt in 1999 to remove a non porex extruding solid spherical implant and a replaced it with a 18mm medpor shere implant. In 2001 the pt showed a separation in the conjunctive. The medpor implant was still covered. April of 2001 the pt had two punctate areas of medpor exposure with a discharge. The pt was treated with a vacuum aspiration that improved the opening until it was discontinued and the opening recurred. December of 2001 a large pyogenic granuloma was excised from the area, a conjunctivoplasty was performed. The pt developed an opening in january of 2002 and a conjunctivoplasty was done with a fascia late graft from their right leg. July of 2002 the pt developed two pyogentic granulomas in the medicla socket. They were amputated and the medpor implant remained covered. December of 2002 the pt developed a pyogenic granuloma that was amputated which showed a thin conjunctive over the implant. The doctor did a slit lamp examination that showed the implant was covered. March of 2004 the pt developed a large pyogenic granuloma that was excised in july of 2004 with a conjunctivoplasty. September of 2004 the pt developed a pyogenic granuloma. The implant was removed in february of 2005.